Event description:
It was reported that after a device changeout, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and confirmed the device was properly implanted. It was later learned that a tool was present that affects impedance measurements. Ts reviewed all possibilities for the high out of range impedance measurements and the impedance measurements remained out of range after the procedure. Ts discussed troubleshooting options with the field representative and noted a new lead may be required if impedance measurements don't return to normal. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.